Manufacturer narrative:
Product event summary: manufacturer¿s analysis was unable to confirm the customer comment that the device had a defective display; a known good stylus touch-pen was used with the device with no anomalies found. It was also noted that the power cord bay assembly had latch tabs broken, and an electrocardiogram (ECG) spacer was missing; the power cord bay was replaced, and an ECG spacer was installed. The device passed final functional and system tests.

Event description:
It was reported that the display screen of the programmer was defective, despite changing the stylus touch-pen. The programmer has been returned for repair. There was no patient involvement.